Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since screw placements were performed in another location than intended with the brainlab device involved, and therewith could have led to harm of the spinal cord and/or blood vessels, and thus in a worst-case scenario ultimately to serious harm to the patient. H6: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.

Event description:
A minimally-invasive surgery on the cervical/thoracic spine for a percutaenous fixation of vertebrae c7 /th1 due to degenerative spondylosis with myelopathy with intended placement of 4 k-wires and screws bilateral, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. From intra-operative x-ray scans, the surgeon discovered that all of the 4 screws placed with the aid of navigation deviated from their intended position. According to the surgeon (treating clinician): the deviation of all of the 4 screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, two (2) screws were repositioned to their intended location during the same surgery with the aid of navigation, while the remaining 2 screws were considered within the acceptable range (acc. Surgeon). The outcome of the surgery was successful as intended, there was no actual harm nor negative effect to the patient due to the initial deviating placements, also not due to surgery/ anesthesia time prolonged by 40 min, despite a direct (or increased) risk to harm a critical structure due to the initial deviating placements. No further medical/surgical remedial actions were necessary, done or planned for this patient as a result of the deviating screw placements, nor did the patient require a prolongation of hospitalization.

Event description:
A minimally invasive surgery on the cervical/thoracic spine for a percutaenous fixation of vertebrae c7 /th1 due to degenerative spondylosis with myelopathy with intended placement of 4 k-wires and screws bilateral, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. From intra-operative x-ray scans, the surgeon discovered that all of the 4 screws placed with the aid of navigation deviated from their intended position. According to the limited information from the surgeon (treating clinician): - the deviation of all of the 4 screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, two(2) screws were repositioned to their intended location during the same surgery with the aid of navigation, while the remaining two (2) screws were considered within the acceptable range (acc. Surgeon). - the outcome of the surgery was successful as intended, - there was no actual harm nor negative effect to the patient due to the initial deviating placements, also not due to surgery/anesthesia time prolonged by 40 min, despite a direct (or increased) risk to harm a critical structure due to the initial deviating placements. - no further medical or surgical intervention for the patient were reported that would be done or planned to preclude or revert any serious deterioration of health, and no prolonged hospitalization.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 4 spine screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the limited information from the surgeon (treating clinician): - the deviation of all of the 4 screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, two(2) screws were repositioned to their intended location during the same surgery with the aid of navigation, while the remaining two (2) screws were considered within the acceptable range (acc. Surgeon). - the outcome of the surgery was successful as intended, - there was no actual harm nor negative effect to the patient due to the initial deviating placements, also not due to surgery/anesthesia time prolonged by 40 min, despite a direct (or increased) risk to harm a critical structure due to the initial deviating placements. - no further medical or surgical intervention for the patient were reported that would be done or planned to preclude or revert any serious deterioration of health, and no prolonged hospitalization. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviated screws placed in vertebra at bilateral c7 & t1 (bilateral revisions at c7 required) with the aid of navigation is: - relative movements of the spine anatomy during the surgery between the instrumented vertebra (c7 & t1) and the navigation reference array fixated to the t2 spinous process, due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the bone during instrumentation. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Additionally, an instability at c7 & t1 was the reported medical indication and a shift in the anatomy was observed relative to the reference array upon fusion of the images that fully accounts for the deviated placements. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation and instrument location displayed, was not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the surgery. Although it is not considered to have been a contributing factor, -a suspected reference clamp was found with a defect near the fixation point and a shift in the instrument display was observed via screenshots and log files during tapping and screw placements after pilot hole creation/k-wire placements. However, deviations were not uniform in nature, and the discussed relative movement fully explains the deviations reported/observed. -movement of the navigation reference array due to insufficient fixation/defect after registration but during screw placements. Movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the pre-placement scan on which navigated instruments are tracked and the actual patient anatomy. In this case, array movement warnings were presented after pilot hole creation and a shift in the displayed instrument (tap) not matching actual placement is observed. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.